Manufacturer narrative:
This is a system report. The information is for the primary device, which was in use with the following: brand name micra av product ID mc1avr1 serial: (B)(6) yes, return date: 11-apr-2024 yes product event summary: a partial delivery system was returned and analyzed. The lumen of the delivery system was torn. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra-delsys] product ID mc1avr1-delsys] (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the leadless implantable pulse generator (ipg) and the delivery system could not be disassociated after the leadless ipg was deployed.  After the main unit and myocardium were dissociated while the catheter was being pulled, they became entrapped in the other septal tissue and could not be recaptured. An attempt was made to straighten the device's main unit and catheter but the tether was cut after continuous manipulation, so it was concluded that the micra would be capped in the heart and replaced. No patient complications have been reported as a result of this event.